Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), embedded device ("it was too far embedded in my uterus"), device expulsion ("it was too far embedded in my uterus") and uterine haemorrhage ("heavy uterine bleeding") in a 35-year-old female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Previously administered products included for birth control: nuva ring from 1998 to 2006 and ortho tricyclen from 1995 to 1998; for an unreported indication: cymbalta. Past adverse reactions to the above products included drug ineffective with nuva ring. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("persistent menstruation issues/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("right sided lower back pain / lower back pain"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), coital bleeding ("menorrhagia after sexual intercourse") and arthralgia ("hip pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes: sensitivities"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pollakiuria ("increased urinary frequency"), incontinence ("incontinence") and emotional disorder ("hormonal changes: sensitivities"). The patient was treated with sertraline (zoloft), ibuprofen, duloxetine hydrochloride, sertraline hydrochloride, cyclobenzaprine hydrochloride, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, emotional disorder, back pain, arthralgia and hormone level abnormal had resolved and the embedded device, device expulsion, uterine haemorrhage, menorrhagia, vaginal haemorrhage, pollakiuria, incontinence, dysmenorrhoea, dyspareunia, fatigue, coital bleeding, bladder disorder, urinary tract disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, back pain, bladder disorder, coital bleeding, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, fatigue, hormone level abnormal, incontinence, menorrhagia, pelvic pain, pollakiuria, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube: 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: positive for spillage. On (B)(6) 2015, pelvic us and sonohysterography showed intrauterine synechiae consistent with asherman¿s syndrome. Only half of the left essure implant within the angular tubal lumen. On (B)(6) 2015, surgical pathology showed benign uterus and cervix with a small focus of adenomyosis (block 4), benign weakly proliferative endometrium, and negative cervix. There are bilateral fallopian tubes but not obvious ovaries. Each fallopian tube measures 6x5 cm. Cervix is 7x4x4 cm. Cervix is unremarkable. Section is unremarkable except that an approximately 0.4 cm potion of wire encountered. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received: new events: psychological or psychiatric problems - depression, psychological or psychiatric problems - mental anguish. Onset dates of events were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("persistent menstruation issues"). The patient was treated with surgery (on (B)(6) 2015, total hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), embedded device ("it was too far embedded in my uterus") and uterine haemorrhage ("heavy uterine bleeding") in a 35-year-old female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Previously administered products included for birth control: nuva ring from (B)(6) to (B)(6) and ortho tricyclen from (B)(6) to (B)(6) ; for an unreported indication: cymbalta. Past adverse reactions to the above products included drug ineffective with nuva ring. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("persistent menstruation issues/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), coital bleeding ("menorrhagia after sexual intercourse"), back pain ("right sided lower back pain") and arthralgia ("hip pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes : sensitivities"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pollakiuria ("increased urinary frequency"), incontinence ("incontinence") and emotional disorder ("hormonal changes : sensitivities"). The patient was treated with sertraline (zoloft), ibuprofen, duloxetine hydrochloride, sertraline hydrochloride, cyclobenzaprine hydrochloride, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, emotional disorder, back pain, arthralgia and hormone level abnormal had resolved and the embedded device, uterine haemorrhage, menorrhagia, vaginal haemorrhage, pollakiuria, incontinence, dysmenorrhoea, dyspareunia, fatigue, coital bleeding, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered arthralgia, back pain, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, fatigue, hormone level abnormal, incontinence, menorrhagia, pelvic pain, pollakiuria, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube: 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: positive for spillage. On (B)(6) 2015, pelvic us and sonohysterography showed intrauterine synechiae consistent with asherman¿s syndrome. Only half of the left essure implant within the angular tubal lumen. On (B)(6) 2015, surgical pathology showed benign uterus and cervix with a small focus of adenomyosis (block 4), benign weakly proliferative endometrium, and negative cervix. There are bilateral fallopian tubes but not obvious ovaries. Each fallopian tube measures 6x5 cm. Cervix is 7x4x4 cm. Cervix is unremarkable. Section is unremarkable except that an approximately 0.4 cm potion of wire encountered. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events bladder problem/ urinary disorder were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/ pelvic pain"), embedded device ("it was too far embedded in my uterus"), device expulsion ("it was too far embedded in my uterus / faliure to occlude (close) fallopian tube/ malposition of essure device location of device: uterine cavity") and uterine haemorrhage ("heavy uterine bleeding") in a 35-year-old female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. *on (B)(6) 2015, pelvic us and sonohysterography showed intrauterine synechiae consistent with asherman¿s syndrome. Only half of the left essure implant within the angular tubal lumen. On (B)(6) 2015, surgical pathology showed benign uterus and cervix with a small focus of adenomyosis (block 4), benign weakly proliferative endometrium, and negative cervix. There are bilateral fallopian tubes but not obvious ovaries. Each fallopian tube measures 6x5 cm. Cervix is 7x4x4 cm. Cervix is unremarkable. Section is unremarkable except that an approximately 0.4 cm potion of wire encountered. On (B)(6) 2015: sonohysterogram performed that showed both asherman syndrome and an abnormally placed left essure implant, with more than 50% of the implant within the endometrial cavity. Previously administered products included for birth control: nuva ring from 1998 to 2006 and ortho tricyclen from 1995 to 1998; for an unreported indication: cymbalta. Past adverse reactions to the above products included drug ineffective with nuva ring. Concurrent conditions included dysfunctional uterine bleeding, vaginitis, uterine bleeding and irregular menstruation. Concomitant products included ethinylestradiol;norgestimate (sprintec). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 6 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("persistent menstruation issues/abnormal bleeding (menorrhagia)/menorrhagia after sexual intercourse") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and arthralgia ("hip pain"). On (B)(6) 2014, the patient experienced back pain ("right sided lower back pain / lower back pain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder") and was found to have hormone level abnormal ("hormonal changes : sensitivities"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pollakiuria ("increased urinary frequency"), incontinence ("incontinence") and emotional disorder ("hormonal changes : sensitivities"). The patient was treated with alprazolam (xanax), cyclobenzaprine hydrochloride, duloxetine hydrochloride, ibuprofen, sertraline hydrochloride, sertraline hydrochloride (zoloft) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, emotional disorder, back pain, arthralgia and hormone level abnormal had resolved, the embedded device, device expulsion, uterine haemorrhage, pollakiuria, incontinence, dysmenorrhoea, dyspareunia, fatigue, bladder disorder, urinary tract disorder and depression outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving and the anxiety had not resolved. The reporter considered anxiety, arthralgia, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, fatigue, hormone level abnormal, incontinence, menorrhagia, pelvic pain, pollakiuria, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube: 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: positive for spillage; on (B)(6) 2012: failure to occlude (close) fallopian tubes/ hsg showed positive for spillage.; on (B)(6) 2015: result: showed left is still open.. Ultrasound pelvis - on (B)(6) 2015: result: cervix: appears normal uterus: no myomas or lesions. Essure implants are present at each angle of the endometrial cavity. The one on the left extends about 1 cm from the angle into the cavity, reaching almost the midline. Endometrium: 5.5 mm thick and homogeneous right ovary: normal morphology left ovary: normal morphology cul-de-sac: no free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage, menorrhagia, anxiety, back pain and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-apr-2019: pfs received. Outcome of event abnormal bleeding was updated. Concomitant drug and treatment drug was added. The event "menorrhagia after sexual intercourse' was clubbed with menorrhagia. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), embedded device ("it was too far embedded in my uterus") and uterine haemorrhage ("heavy uterine bleeding") in a 35-year-old female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Previously administered products included for birth control: nuva ring from 1998 to 2006 and ortho tricyclen from 1995 to 1998; for an unreported indication: cymbalta. Past adverse reactions to the above products included drug ineffective with nuva ring. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("persistent menstruation issues/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), uterine haemorrhage (seriousness criterion medically significant), coital bleeding ("menorrhagia after sexual intercourse"), back pain ("right sided lower back pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), pollakiuria ("increased urinary frequency"), incontinence ("incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), emotional disorder ("hormonal changes : sensitivities") and hormone level abnormal ("hormonal changes : sensitivities"). The patient was treated with sertraline (zoloft), ibuprofen, duloxetine hydrochloride, sertraline hydrochloride, cyclobenzaprine hydrochloride and surgery (on (B)(6) 2015, total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, emotional disorder, back pain, arthralgia and hormone level abnormal had resolved and the embedded device, menorrhagia, vaginal haemorrhage, pollakiuria, incontinence, dysmenorrhoea, dyspareunia, fatigue, uterine haemorrhage and coital bleeding outcome was unknown. The reporter considered arthralgia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, fatigue, hormone level abnormal, incontinence, menorrhagia, pelvic pain, pollakiuria, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube: 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left is still open on (B)(6) 2015, pelvic us and sonohysterography showed intrauterine synechiae consistent with asherman¿s syndrome. Only half of the left essure implant within the angular tubal lumen. On (B)(6) 2015, surgical pathology showed benign uterus and cervix with a small focus of adenomyosis (block 4), benign weakly proliferative endometrium, and negative cervix. There are bilateral fallopian tubes but not obvious ovaries. Each fallopian tube measures 6x5 cm. Cervix is 7x4x4 cm. Cervix is unremarkable. Section is unremarkable except that an approximately 0.4 cm potion of wire encountered. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet received. Events were added per pfs: it was too far embedded in my uterus, abnormal bleeding (vaginal), increased urinary frequency, incontinence, dysmenorrhea (cramping), dyspareunia, failure to occlude fallopian tube, fatigue, hormonal changes : sensitivities, heavy uterine bleeding, menorrhagia after sexual intercourse, right sided lower back pain and hip pain. Reporters, patient demographics, medical history, concurrent conditions, concomitant medications, lot no were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/ pelvic pain'), embedded device ('it was too far embedded in my uterus'), device expulsion ('it was too far embedded in my uterus / faliure to occlude (close) fallopian tube/ malposition of essure device location of device: uterine cavity') and uterine haemorrhage ('heavy uterine bleeding') in a 35-year-old female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. On (B)(6) 2015, pelvic us and sonohysterography showed intrauterine synechiae consistent with asherman¿s syndrome. Only half of the left essure implant within the angular tubal lumen. On (B)(6) 2015, surgical pathology showed benign uterus and cervix with a small focus of adenomyosis (block 4), benign weakly proliferative endometrium, and negative cervix. There are bilateral fallopian tubes but not obvious ovaries. Each fallopian tube measures 6x5 cm. Cervix is 7x4x4 cm. Cervix is unremarkable. Section is unremarkable except that an approximately 0.4 cm potion of wire encountered. On (B)(6) 2015: sonohysterogram performed that showed both asherman syndrome and an abnormally placed left essure implant, with more than 50% of the implant within the endometrial cavity. Previously administered products included for birth control: nuva ring from 1998 to 2006 and ortho tricyclen from 1995 to 1998; for an unreported indication: cymbalta. Past adverse reactions to the above products included drug ineffective with nuva ring. Concurrent conditions included dysfunctional uterine bleeding, vaginitis, uterine bleeding and irregular menstruation. Concomitant products included ethinylestradiol;norgestimate (sprintec). On (B)(6) 2012, the patient had essure inserted.in (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 6 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced menorrhagia ("persistent menstruation issues/abnormal bleeding (menorrhagia)/menorrhagia after sexual intercourse") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and arthralgia ("hip pain"). On (B)(6) 2014, the patient experienced back pain ("right sided lower back pain / lower back pain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder") and was found to have hormone level abnormal ("hormonal changes : sensitivities"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pollakiuria ("increased urinary frequency"), incontinence ("incontinence") and emotional disorder ("hormonal changes : sensitivities"). The patient was treated with alprazolam (xanax), cyclobenzaprine hydrochloride, duloxetine hydrochloride, ibuprofen, sertraline hydrochloride, sertraline hydrochloride (zoloft) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, emotional disorder, back pain, arthralgia and hormone level abnormal had resolved, the embedded device, device expulsion, pollakiuria, incontinence, dysmenorrhoea, dyspareunia, fatigue, bladder disorder, urinary tract disorder and depression outcome was unknown, the menorrhagia was resolving and the anxiety had not resolved. The reporter considered anxiety, arthralgia, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, fatigue, hormone level abnormal, incontinence, menorrhagia, pelvic pain, pollakiuria, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube: 4 trailing coils she had been treated for pain, bleeding. Discrepant information - date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: positive for spillage; on (B)(6) 2012: failure to occlude (close) fallopian tubes/ hsg showed positive for spillage.; on (B)(6) 2015: result: showed left is still open.. Ultrasound pelvis - on (B)(6) 2015: result: cervix: appears normal uterus: no myomas or lesions. Essure implants are present at each angle of the endometrial cavity. The one on the left extends about 1 cm from the angle into the cavity, reaching almost the midline. Endometrium: 5.5 mm thick and homogeneous. Right ovary: normal morphology. Left ovary: normal morphology. Cul-de-sac: no free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage, menorrhagia, anxiety, back pain and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for bleeding changed to recovered. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/ pelvic pain'), embedded device ('it was too far embedded in my uterus'), device expulsion ('it was too far embedded in my uterus / failure to occlude (close) fallopian tube/ malposition of essure device location of device: uterine cavity') and uterine haemorrhage ('heavy uterine bleeding') in a (B)(6) female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. *on (B)(6) 2015, pelvic us and sonohysterography showed intrauterine synechiae consistent with asherman¿s syndrome. Only half of the left essure implant within the angular tubal lumen. On (B)(6) 2015, surgical pathology showed benign uterus and cervix with a small focus of adenomyosis (block 4), benign weakly proliferative endometrium, and negative cervix. There are bilateral fallopian tubes but not obvious ovaries. Each fallopian tube measures 6x5 cm. Cervix is 7x4x4 cm. Cervix is unremarkable. Section is unremarkable except that an approximately 0.4 cm potion of wire encountered. On (B)(6) 2015: sonohysterogram performed that showed both asherman syndrome and an abnormally placed left essure implant, with more than 50% of the implant within the endometrial cavity. Previously administered products included for birth control: nuva ring from 1998 to 2006 and ortho tricyclen from 1995 to 1998; for an unreported indication: cymbalta. Past adverse reactions to the above products included drug ineffective with nuva ring. Concurrent conditions included dysfunctional uterine bleeding, vaginitis, uterine bleeding and irregular menstruation. Concomitant products included ethinylestradiol;norgestimate (sprintec). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 6 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced menorrhagia ("persistent menstruation issues/abnormal bleeding (menorrhagia)/menorrhagia after sexual intercourse") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and arthralgia ("hip pain"). On (B)(6) 2014, the patient experienced back pain ("right sided lower back pain / lower back pain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder") and was found to have hormone level abnormal ("hormonal changes : sensitivities"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pollakiuria ("increased urinary frequency"), incontinence ("incontinence") and emotional disorder ("hormonal changes : sensitivities"). The patient was treated with alprazolam (xanax), cyclobenzaprine hydrochloride, duloxetine hydrochloride, ibuprofen, sertraline hydrochloride, sertraline hydrochloride (zoloft) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, emotional disorder, back pain, arthralgia and hormone level abnormal had resolved, the embedded device, device expulsion, pollakiuria, incontinence, dysmenorrhoea, dyspareunia, fatigue, bladder disorder, urinary tract disorder and depression outcome was unknown, the menorrhagia was resolving and the anxiety had not resolved. The reporter considered anxiety, arthralgia, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, fatigue, hormone level abnormal, incontinence, menorrhagia, pelvic pain, pollakiuria, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube: 4 trailing coils she had been treated for pain, bleeding. Discrepant information - date of removal (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: positive for spillage; on (B)(6) 2012: failure to occlude (close) fallopian tubes/ hsg showed positive for spillage.; on (B)(6) 2015: result: showed left is still open.. Ultrasound pelvis - on (B)(6) 2015: result: cervix: appears normal uterus: no myomas or lesions. Essure implants are present at each angle of the endometrial cavity. The one on the left extends about 1 cm from the angle into the cavity, reaching almost the midline. Endometrium: 5.5 mm thick and homogeneous right ovary: normal morphology left ovary: normal morphology cul-de-sac: no free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage, menorrhagia, anxiety, back pain and dysmenorrhoea. Lot number: 686081 manufacturing date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.